Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The medtronic representative was able to perform a registration on a demo head with no issues. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was unable to track their instrument intraoperatively during the verify instruments task. When the site opened the tracking view and clicked on tracking details, there was a fault in the emitter. The site rebooted the system. Then they unplugged and re-plugged the emitter into the break out box. This seemed to resolve the issue and the site was able to continue with the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.